Manufacturer narrative:
Continuation of d10: product ID 8551, roduct type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown morphine drug via an implantable pump for spinal pain indications for use. It was reported that they had their pump refilled on thursday where the physician assistant or nurse practitioner who did the refill had a hard time getting the needle in. The patient stated that the syringe was leaking. It was noted that ever since the refill on thursday, they noticed the pump moved around. The patient confirmed that there was no falls/trauma. The patient mentioned that they reached out to the surgeon and have an appointment. The patient mentioned that they have had their pump lowered three times.

Manufacturer narrative:
Continuation of d10: product ID 8551, product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient had to get the pump repositioned. The patient reported the facility tore the stitches on the incision.